Manufacturer narrative:
UDI - (B)(4). It was incorrectly documented in the initial medwatch report that the serial number was ((B)(4)). Upon further investigation it was found that the correct serial number is (B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the chuck for the chuck with key device seized and was moving heavily. It was noted that the drill chuck was blocked. It was further determined that the device failed pretest for check function of tool coupling, check the drill chuck, and marking and labeling. Therefore, reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the chuck with key device had a coupling damaged. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.